Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale weight is not accurate. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.